Event description:
It was reported that the programmer froze multiple times. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the programmer froze. The programmer functioned normally, and did not experience any freezes. The display drops. The stylus tip was loose but functional. The keyboard had a broken tab, however was functional. A missing keyboard screw was found. A missing lower hinge plate screw was found. Replaced xy printed circuit board (pcb). Reconfigured hard drive, reloaded, and updated software as preventative. Replaced upper display hinges. Replaced and calibrated stylus. Due to limited replacement keyboards, the keyboard was not replaced. Installed keyboard screw. Installed lower hinge plate screw. The device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.